Event description:
During baxter's evaluation of a spectrum pump, it had a malfunctioning keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #7 key to be stuck caused by a failed keypad. It was observed that when any remaining function keys are selected, an automatic output of the #7 key will occur following the selected key's function (e.g. When the #1 key is pressed, 17 will be displayed). Kepyad replacement was satisfied through front case replacement. Baxter has initiated a CAPA to further investigate this issue.